Event description:
Paramedics attended to a person complaining of asthma related problems. The device was used for routine ECG monitoring and on three separate occasions, the device allegedly displayed excessive artifact. Each time the operator unplugged and reinserted the patient cable which restored proper operation. There were no adverse affects to the patient reported as a result of the alleged malfunction.